Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no esc button response due to flattened button dome switch. No frozen screen or button error alarm noted. No counting, ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratches display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).